Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer is using admelog insulin. Tandem technical support educated customer on insulin labeling. In addition, it was reported that air bubbles were seen in the pigtail. Customer changed pump supplies to address the issues. Customer's blood glucose level was 384 mg/dl.